Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product ID - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown date over 20 years ago. 510k number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to pain, poly wear and malalignment of the joint; however, no revision procedure has been reported to date.